Manufacturer narrative:
Date sent: 05/14/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a realize band procedure, the band was damaged upon insertion into the 15 mm trocar. Another device was used to complete the case. There was no adverse consequence to the pt.